Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The eeprom in cpu was replaced to resolve the reported issue.

Event description:
The hospital reported that, during pre-use checkout, the unit showed error alarm: ventilator failure. There was no reported patient involvement.